Event description:
It was reported that the patient underwent surgery on (B)(6) 2009 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy.

Event description:
It was reported that the patient concurrently underwent cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03484. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that due to mesh erosion into the bladder, pain, infections, bleeding and increase in urinary incontinence the patient underwent mesh revision/excision on (B)(6) 2010 and on (B)(6) 2011. (B)(4).